Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed, resulting in no power to the device. The field service engineer (fse) was unable to power up the medstation and checked the power cords and all cable connections. Further troubleshooting identified a faulty half-height (hh) cubie drawer that prevented the station from powering up. The fse replaced the hh cubie drawer controller board. After replacement, testing confirmed that the station powered up successfully and that all drawers were accessible. No further issues were observed. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not having power and screen was black. User was confirmed that the station had been rebooted and the power cable was securely connected but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.